Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (not recognized by charger) was confirmed. Upon investigation, the charger was unable to charge/recognize a battery. The failure was isolated to an internally open y1 crystal oscillator and liquid contamination on the battery board. The root cause of the open y1 crystal oscillator was unable to be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to recognize a battery pack.

Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (not recognized by charger) was confirmed. Upon investigation, the charger was unable to charge/recognize a battery. The failure was isolated to an internally open y1 crystal oscillator and liquid contamination on the battery board. The root cause of the open y1 crystal oscillator was unable to be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger. Device evaluation of battery sn (B)(6) has been completed. The reported problem (will not power on monitor) was confirmed due to the battery pca and cells being contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was due to contamination on the j1 of the ca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor. Device evaluation of battery charger was completed. The reported problem (not recognized by charger) was confirmed. Upon investigation, the charger was unable to charge/recognize a battery. The failure was isolated to an internally open y1 crystal oscillator and liquid contamination on the battery board. The root cause of the open y1 crystal oscillator was unable to be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor returned a monitor and reported monitor will not power up. A us distributor reported that a battery charger was unable to recognize a battery pack.